Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and found that the issue was a hard failure which was reproducible every time the iabp was turned on, and also observed the reported error code in the diagnostic fault logs. To resolve the issue, the stm replaced the fiber optic pc board. Unrelated to the complaint event, the stm also replaced the safety disk due to hours accumulated and also a missing helium key. The stm then performed functional and safety tests that all passed, and released the iabp to the customer for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure alarm. It was later reported that this event occurred while hooking up the iabp to the patient, and that the customer swapped to another iabp and therapy was continued. In addition, it was also reported that the iabp was a loaner unit and the customer discontinued the rental after which uhs picked it up and delivered it to their holding area at uhs. There was no patient harm and no adverse event was reported.